Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrogram (egm) markers with atrial fibrillation (af) evidence were noted from the cardiac resynchronization therapy defibrillator (crt-d). Further review revealed atrial lead position check verbiage and af noted on the at-ar egm as was as can - right ventricular (rv) coil (rvc). Atrial oversensing and noise were confirmed. Other recorded episodes and current egm show normal channel markers with no atrial activity noted on can>rvc egm. The patient was tested in clinic with no reproducible symptoms. The patient's husband provided the days and times of the episodes are consistent with when the patient does physical therapy for stroke, the husband explained the physical therapy sessions as, they have her ride on this bike and there is an apparatus hooked up. The patient's healthcare professional (hcp) confirmed the patient uses a restorative therapies, inc. Bike that uses functional electrical stimulation (rti fes). The patient had been using the therapy bike for 30 minutes two times per week for months. Electromagnetic interference was confirmed. The patient will stop using the therapy bike. The crt-d remains in use. No patient complications hav e been reported as a result of this event.